Event description:
It was reported that during a lap roux-en-y procedure, as the surgeon was closing the device, the anvil popped through the gastrostomy. When the surgeon recognized that he did not fire the instrument. He de-cocked the anvil and removed the device trans orally. He then continued the case with another device of the same code. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition with staples present and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed and removed without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.